Manufacturer narrative:
Additional clarifying information was received on 10-dec-2024. The health care personnel (hcp) stated that the patient did not die, neither in the hospital nor during transport to the cardiac surgery center. It was explained that two patients have developed pericardial effusion during the procedure (pulmonary vein isolation). This was noticed by a drop in blood pressure, the procedure was stopped, and a pericardial puncture was carried out using a pigtail catheter and the pericardial effusion was relieved. After hemodynamic stabilization, both patients were transferred to the nearest heart surgery center and were successfully operated on there. None of the patients died neither in the hospital nor during transport to the cardiac surgery center. With the additional information received, the code of surgical intervention (f19) was added. Correction to h 6. Health effect - impact code: the code of death (f02) was removed corection to h 6. Medical device problem code: the code of adverse event without identified device or use problem (a24) was replaced with patient device interaction problem (a01). The other patient mentioned is covered under a separate manufacturer's reference number: (B)(4) (manufacturer report number 2029046-2024-03019). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure and the patient experienced pericardial effusion that required pericardiocentesis. Cardiac surgery was planned; however, the patient died prior to getting surgery. During the pvi procedure, there was a drop in blood pressure and pericardial effusion was detected via ultrasound. Aspiration of fluid from the pericardium was done. The patient was transported by ambulance to nearest cardiac surgery; however, the patient died during transport. The physician's opinion on the adverse event was human failure. There were no problems with the mapping-system or catheters. There was no error messages observed on biosense webster equipment during the procedure. This event was previously reported to the FDA under initial report 2029046-2024-03037 (mwr (B)(4) for the thermocool smarttouch sf catheter. However, additional information was received on 13-nov-2024, and it was indicated that no ablation was performed prior to noting the pericardial effusion. As such, this event is no longer considered to be MDR reportable against the thermocool smarttouch sf catheter. However, since a pentaray nav was reported to have been used, the event has been reassessed and is now considered MDR reportable against the mapping catheter. The awareness date is 13-nov-2024.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).